Manufacturer narrative:
S.w version 5.2a. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged cosmetic damage located at the belt clip rails, was hospitalized due to a vehicular accident and high bgs found on 12-aug-2023. On case: (B)(4), svn#: (B)(6), customer returned pump for an alleged pump/mobile (bluetooth) communication anomaly found on (B)(6) 2021. The pump was received with a broken belt clip rails. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08745 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 05/24/2021 to 09/01/2023. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of 04-may-2021. There was no data available to verify unexpected pump errors/alarms noted 1 week prior to the event date 04-may-2021 in the formatted history file. The pump properly paired to minimed mobile app on a samsung galaxy s21 phone and apple iphone 11. No pump/mobile (bluetooth) communication anomaly noted. In further full review of the pump history/traces on the event date of 12-aug-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 12-aug-2023 listed on smart solve. Daily total of all insulin delivered: 722250 (72.225 u). Daily total of basal insulin delivered: 413250 (41.325 u). Daily total of bolus insulin delivered: 309000 (30.9 u). On (B)(6) 2023 10:41:03.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 83000 (8.3 u). Bolus amount delivered: 83000 (8.3 u). On (B)(6) 2023 16:36:01.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 122000 (12.2 u). Bolus amount delivered: 122000 (12.2 u). On (B)(6) 2023 17:56:58.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 47000 (4.7 u). Bolus amount delivered: 47000 (4.7 u). On (B)(6) 2023 18:50:28.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 19000 (1.9 u). Bolus amount delivered: 19000 (1.9 u). On (B)(6) 2023 19:46:03.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 38000 (3.8 u). Bolus amount delivered: 38000 (3.8 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There were no unexpected pump errors/alarms noted 1 week prior to the event date 12-aug-2023 in the formatted history file. The pump was received without a battery cap installed. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Cosmetic damage was confirmed at the belt clip rails. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for pump/mobile (bluetooth) communication anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Updated summary: customer reported that she was in a car accident on (B)(6) 2023 in the afternoon. She was not the driver. Pump was damaged (the clip rails were damaged/cracked) during the accident. Per customer, there was no damage to the retainer ring. Customer said she was hospitalized because of the accident but during that time her blood glucose was high. Pump was used to treat the high blood glucose. Pump was used at the time of the incident. Per customer, auto mode was not used.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value above 445 mg/dl at the time of the event and was treated with manual injection/insulin pen and insulin pump (subcutaneous insulin infusion) and was hospitalized. Troubleshooting was performed. It was unknown whether the customer was using the insulin pump system within 48 hours and the auto mode/smart guard feature was not active at the time of the high blood glucose event. The customer using the insulin pump system at the time of the vehicular accident and blood glucose started going up. The pump shows physical damage. The customer reported that the type, location of damage was the clip rails, and the damage occurred when the customer was in a vehicular accident. No further patient complications were reported. The customer will discontinue insulin pump use and revert to the backup plan as per health care professional instructions and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.